Event description:
On (B)(6), an amazon customer commented that his wife tested with this product and she tested negative. He then went to the doctor and the result was positive. Importer comments: (B)(4) is a reference case for this. Due to the system functionality to not allow. Seller can leave the comments on the website or contact the reporter. Unable for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) Following by reporters consent.